Event description:
It was reported by service report that the scales are inaccurate and siderails are not locking in the high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, broken siderail.